Manufacturer narrative:
Section h6 - updated codes for component codes, investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the drawer failure. A field service engineer replaced slide and reinstalled drawer inorder to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system faced drawers sticking issue. The customer confirmed that the malfunction occurred during dispensing a medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.